Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the remote control buttons perforated, the objective lens unit cracked, the side body cover leak, the bending rubber gluing discolored, and the down pulley wire snapped/cut; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.